Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-32433. It was reported diagnostics showed several high impedances on the leads. In turn, the system was explanted and replaced to address the issue.

Manufacturer narrative:
The reported high impedance was not confirmed. The lead was returned cleanly cut in 2 pieces as a result of the explant procedure. Visual inspection did not identify any anomalies that would contribute to the issue. The lead segments passed continuity testing on all channels. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed.